Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicated that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Laser was successfully verified prior to after treatment date. During technical site visit, fse (field service engineer) performed system verification and concluded device meets specifications as per sir (service installation record). According to provided treatment report, the canal was not positioned correctly and most probably did not allow gas to escape also the flap was decentered. No technical root cause could be determined for the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a (B)(6) where the flap was not complete on a patient¿s left eye during a lasik procedure. The physician was unable to lift the flap and aborted treatment procedure due to laser issue. Additional information has been requested.